Event description:
It was reported that the green gas dampener was damaged causing the head end legs to retract slowly. There was also evidence that the green gas dampener was leaking. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
Other - green gas dampener.